Event description:
The manufacturer received information that a ventilator inoperable alarm occurred on a bipap a40 pro device. No patient harm or injury were reported. The device has not yet been returned to the manufacturer for evaluation, therefore the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.